Event description:
It was reported that after attaching a medication cassette with the pump, the customer noticed a continuous alarm when trying to operate it. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. Visual and functional testing were performed. Pictures and a product sample were received for evaluation. The picture showed a slight tube misalignment. The visual inspection of the sample showed no discrepancies. No alarm was not activated during functional testing. The root cause was not confirmed due to the fact that the sample was tested and the alarm was not activated. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.